Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between april 10-12, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause for this ruptured bladder may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst and the solution was contained inside the plastic housing. The issue occurred during manual filling with an injection syringe. The device contained fluorouracil and 80ml saline having a total volume of 240ml. There was no patient involvement. No additional information is available.